Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a leak. This occurred before patient use. The device was filled with 3200mg of fluorouracil and 230ml of 0.9% sodium chloride. It was stated that the folfusor leaked from the reservoir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured march 23, 2016 ¿ march 24, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with fluid inside the housing noted. A functional test was performed and evidence of leak was observed coming out at one side of the bladder crimp, located inside the housing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.